Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had a scar two weeks ago on the right side of their chest; the hcp noticed the scar during a normal follow-up visit. It was then reported that the patient experienced skin erosion around the implantable neurostimulator (ins), swelling, and their skin was warm. When inquired if there were any environmental/external/patient factors that may have led or contributed it the event, it was stated that the patient fell 1 month ago, but the scar was just noticed 2 weeks ago. The diagnostic methods included impedance testing, which resulted in normal values. The actions/interventions taken to resolve the event included the hcp removing the ins on (B)(6) 2017. The event was considered resolved. No further complications were reported/anticipated.